Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced overnight low blood glucose (bg) levels (lowest of 33 mg/dl). Reportedly, the customer believed that the basal rate settings had been set too high. To treat the low bgs, the customer consumed fast acting carbohydrates. System check was performed that verified that the pump was functioning as intended; however, the customer had decreased the basal rate settings without consulting with health care provider. Recommendation was made to consult with health care provider regarding diabetes management.